Event description:
Yet again my freestyle libra 2 sensor came off - again on (B)(6) 2021. Product does not stick and constantly falls off. I have a greater than 50% fail rate with only 2 of about 12-13 sensors that actually stayed on the 14 days its advertised to stay on. I've notified abbott multiple times. This is going to kill a diabetic if they can't monitor their insulin levels! What really makes me mad is that I do not have a replacement sensor and will now have to go without. The FDA really needs to investigate the constant product failures. They told me it's the adhesive and this is a common problem. Well then, make a product with stronger adhesive. And for the record, I've used the giant "band aids" to keep it on but even those sensors suddenly stop recording and never making the 14 day mark. And for the record, I live in (B)(6) - so not hot and humid, I do not swim, I do not sweat, I take a reasonable shower every 1-2 days, there is no reason for this to fall off. Please investigate so someone doesn't have to die. I can't send you the item because I need to get a replacement from abbott since I've paid for it and don't have one. Not yet reported to abbott because they are currently closed. FDA safety report ID# (B)(4).